Manufacturer narrative:
The customer returned the suspected contour next ez meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips using blood sample, which gave a satisfactory performance. The blood glucose readings obtained during in-house testing were properly stored in the meter's memory.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that his readings were being incorrectly stored in the memory of the contour next ez meter. The customer provided an example, where a reading of 159 mg/dl was stored as 196 mg/dl. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.